Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter. Catheter codes; no longer applies and has been updated. Analysis of the catheter (sn; (B)(4)) found twisting of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). The drug being delivered was dilaudid. The reason for use was not reported. It was reported that the patient was unable to get a refill. Surgery was scheduled to flip pump over but they discovered a broken catheter. Patient was scheduled to have pump flipped back over but once open, they discovered the pump connector was broken so proceeded to look at spinal segment where it showed broken and twisted. It was unknown when the issue occurred. The product was explanted on (B)(6) 2019, the rep was in possession, and it would be returned for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. There were no further complications reported/anticipated.